Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) unit got a blue screen stating that there was an error, and it got stuck in a boot loop when trying to launch the application. They rebooted the unit multiple times before it finally launched the application. They did not have anything out of the ordinary connected to the cns. They reported an error on the cns and stated they will provide a picture of the error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) unit got a blue screen stating that there was an error, and it got stuck in a boot loop when trying to launch the application. They rebooted the unit multiple times before it finally launched the application. They did not have anything out of the ordinary connected to the cns. They reported an error on the cns and stated they will provide a picture of the error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.